Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. FDA code - jow. (B)(4). DHR review: the device history record (DHR) for the vp500dm vasopress pump with serial number (B)(4) review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Device evaluations results/investigation findings: product review of the vp500dm vasopress pump performed by zimmer biomet surgical on (B)(6) 2019 revealed that the coil broke off power supply and the power cord was damaged. Per the verbal communication with the technician on (B)(6) 2019 the power cord was damaged and the wires were exposed. Repair of the vp500dm vasopress pump performed by zimmer biomet surgical on (B)(6) 2019 included replacement of power cord and power supply. Vp500dm vasopress pump, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per vp500dm repair, disassembly and assembly. Probable cause/root cause: the reported event 'the device had frayed cord' was confirmed since during product review the power cord was damaged and the wires were exposed. The reported event 'the device will not hold a charge' was confirmed since during product review the coil broke off power supply. A definitive root cause of the frayed cord could not be determined with the provided information since the cause for the power cord damage is unknown. A definitive root cause of the device not holding charge could not be determined with the provided information since the cause for the pc charging board damage is unknown. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This is a well-known failure mode, with no allegations of harm or injury. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit will not hold a charge, and the power cord was damaged and the wires were exposed. The event occurred during testing in (B)(6) 2019. There was no patient impact not an out of box failure. No adverse events were reported as a result of this malfunction.